Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6) with post-paced t-wave over-sensing on their implantable cardioverter defibrillator. Patient was brought into the clinic on the same day to reprogram the device accordingly. Patient was stable after the event.